Manufacturer narrative:
(B)(4). The insulin pump was received with partially broken off reservoir tube lip. The insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, missing serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack behind the reservoir. Customer's blood glucose was not provided. Customer was advised the insulin pump will be replaced and agreed to return the product for analysis.